Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was not displaying an image during use. There was not report of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of this event is still ongoing. Should additional information be received, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customers complaint was confirmed. Based on the results of the investigation, the root cause of the suggested event could not be conclusively specified. However, it was presumed that an abnormality in the image sensor unit is the cause. It was confirmed that the angulation wire was worn and the insertion tube was dented, indicating that irregular stress was applied to the insertion section, which may have led to the abnormality. However, the exact cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: "important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.